Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the battery compartment was observed to be cracked. Moisture was observed in the battery compartment. The pump failed a leak test at the battery compartment. The vibratory alarm was inoperable during testing. The pump cover was opened and moisture was observed on the printed circuit board, force sensor, and vibration motor. The pump casing was cracked at the bottom right corner between display lens and pump seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.